Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: model: 5076-58, lead; implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. A family member of the patient reported that the patient had been "declining and getting winded" and stated that the patient's implantable cardioverter defibrillator (ICD) battery was "getting low." The caller went on to state that the physician "wouldn't replace it because it wasn't a low enough battery yet." The caller also stated that the patient had experienced "heart damage" from previous delivered therapies from their device. Additionally, the caller stated, "we know since he died it didn't work when it needed to." Follow up was conducted, but no further information was ascertained.